Event description:
It was reported that during a cardiac catheterization procedure, this implantable cardioverter defibrillator (ICD) exhibited a code 1004, indicative of a short circuit condition detected during shock delivery. Out of range shock impedance measurements were also noted. Boston scientific technical services (ts) recommended further testing to ensure device function. Additional information was received that a defibrillation threshold (dft) test is planned. Additional information was received that a defibrillation threshold (dft) test was performed, and impedance measurements were found to be within normal limits. No additional adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that during a cardiac catheterization procedure, this implantable cardioverter defibrillator (ICD) exhibited a code 1004, indicative of a short circuit condition detected during shock delivery. Out of range shock impedance measurements were also noted. Boston scientific technical services (ts) recommended further testing to ensure device function. Additional information was received that a defibrillation threshold (dft) test is planned. No additional adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that during a cardiac catheterization procedure, this implantable cardioverter defibrillator (ICD) exhibited a code 1004, indicative of a short circuit condition detected during shock delivery. Out of range shock impedance measurements were also noted. Boston scientific technical services (ts) recommended further testing to ensure device function. No additional adverse patient effects were reported. At this time, this device system remains in service.